Event description:
It was reported that during a clinic visit the right atrial lead (ra) showed a loss of capture (loc) and also an intermittent capture with a high threshold. Patient was sent for chest x-ray and further monitoring was recommended. No adverse patient effects were reported. This ra lead remains in service.